Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
B2: added death and death date. H6: added coding per additional information. Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease (cad). During device repositioning, the proximal portion of the anticontamination sleeve became detached, exposing the 9 fr catheter. This occurred during manipulation of the catheter while the provider was attempting to reposition the pump bedside in the ICU. The patient later expired while on support. The reported events include product damage and death. The death will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition.

Manufacturer narrative:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease (cad). During device repositioning, the proximal portion of the anticontamination sleeve became detached, exposing the 9 fr catheter. This occurred during manipulation of the catheter while the provider was attempting to reposition the pump bedside in the ICU. The patient later expired while on support. The reported events include product damage and death. The death will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the proximal portion of the anticontamination sleeve was detached exposing the 9f catheter. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Health effect - clinical code e2403 and health effect - impact code f26 is no longer appliable to this case. Hemodynamic instability: the cause of this injury cannot be determined since insufficient clinical details were provided. Pd-anticontamination sleeve- (separation, torn): the cause of the product damage was not determined since the product was not returned and insufficient clinical details were provided.